Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the healthcare professional (hcp) wanted to take the patient's implant out because the skin was red and it was infected at the implant site. The patient stated the device was working and did not want it removed. The patient indicated she went to her primary care doctor and he gave her new antibiotics and ointment, and it cleared up. No further complications were reported or anticipated.